Manufacturer narrative:
New information was received. Updated b5: description of problem.

Event description:
It was reported that during the procedure after the cup set, the part of the lever was broke. Not any piece fell inside the patient. The procedure was completed without delay, but it is unknown how was finish the surgery. Not any operative medical reports available.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the stated failure. The shaft of the thumbwheel fractured at the location in which it is threaded into a u-joint. The r3 offset shell impactor became non-functional due to the fracture. One portion of the shaft was constrained within the u-joint, while the other portion had rotational freedom. During impaction of a hip shell into the acetabulum, if sufficient impact forces placed upon the instrument are transferred through this constrained area, fracture may occur in this due to a static or fatigue failure mechanism. The device shows signs of significant wear/use. A medical investigation was conducted and confirms this case reports that the offset impactor broke during the procedure. Per email communication, no pieces fell inside the patient, and there was no surgical delay. Therefore, since no patient harm is alleged, no further assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during the procedure after the cup set, the part of the lever was broke inside the patient. The procedure was completed without delay, but it is unknown how was finish the surgery. No other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.